Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery does not hold its charge and the pump wake button does not work. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply. There was no reported impact to blood glucose.